Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cut tubing with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
Material no. 367324 batch no. 9046896. It was reported that during use of the bd vacutainer® push button blood collection set the tubing seems to be cut where it connects to the back-end of the hub of the wing set. This creates a situation where blood leaks when the healthcare worker try to collect blood from a patient. This occurred on 10 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: on the 367324, bd push button wing set, the tubing seems to be cut where it connects to the back-end of the hub of the wing set. When a healthcare worker try to collect blood from a patient, blood leaks from this cut or separation of the tubing.

Manufacturer narrative:
Medical device type: jka/fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 367324, batch no. 9046896. It was reported that during use of the bd vacutainer® push button blood collection set the tubing seems to be cut where it connects to the back-end of the hub of the wing set. This creates a situation where blood leaks when the healthcare worker try to collect blood from a patient. This occurred on 10 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: on the 367324, bd push button wing set, the tubing seems to be cut where it connects to the back-end of the hub of the wing set. When a healthcare worker try to collect blood from a patient, blood leaks from this cut or separation of the tubing.